Event description:
It was reported that a patient underwent a tendon repair on an unknown date and a topical skin adhesive was used. Three weeks post operative the patient developed a reaction at the site. The reaction subsided 2 months after an unspecified intervention was initiated.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.